Manufacturer narrative:
The device has not been returned. Should the device be returned, an investigation will be completed and a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported that a silent nite adjust appliance has broken. It was reported that the anchor broken at upper right. No injury was reported.

Manufacturer narrative:
The device was not returned, the investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description the probable root cause for this failure could be due to a bad impression taken which would cause the device to not fit properly. Manufacturer reference: (B)(4).